Manufacturer narrative:
(B)(4).

Event description:
The service report shows 840 ventilator was inoperable. Device was (not) being used on a pt. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced analog interface printed circuit board assembly (pcba) and exhalation module printed circuit board assembly (pcba). The unit passed extended self-testing.